Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control overheated and stopped functioning during a shoulder arthroscopic procedure. The procedure was successfully completed with a back-up device following a surgical delay of less than 30 minutes. Follow-up information received indicates that there were no injuries to the patient or the surgical staff as a result of this alleged event.

Manufacturer narrative:
Evaluation narrative - the subject device, one service replacement powermax elite non hand cntl, part number 72200617s was received on february 3, 2016 and confirmed to be serial number (B)(4). The reported complaint alleging overheating has been confirmed. Functional testing has found a short in the power cord that is causing the cord to heat up. A review of the manufacturing records show this unit was shipped as a service replacement on or about july of 2012 and has succumbed to wear and tear. The root cause of this event was identified to be associated with a short in the power cord from wear and tear use over time. Device available for evaluation - received on 3 february, 2016. (B)(4)